Manufacturer narrative:
Two smiths medical cadd cassette reservoir pictures were returned for analysis. One of the pictures was observed to have original packaging and the second picture was observed with its bend bag and opened. No leaks were observed from the pictures. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop had a leak in the smith pump kit was found when dispensing medicine to the 7th floor ward. No patient adverse event reported.